Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported by the affiliate that during a total gastrectomy procedure, the device delivered unformed staples. Another device was used to complete the case. There were no adverse consequences to the pt.